Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that during the previous call to patient services on january 4, they had asked how to put their device into MRI mode. They had forgot to take it out of MRI mode and they had some issues with return of symptoms. The MRI facility had to watch the patient put their stimulator into MRI mode and therapy was already off. That week they said that they had gained about 10 pounds because their bladder didn't empty, then spasmed and then the urine trickled out. They were having more bladder spasms during the week and lots of leaks. The patient thinks they either had the stim too low on 0.4 volts on program 3 or they had the wrong setting. They never had the urge togo to the restroom. The doctor said not to force themselves to go. They could sit on the toilet forever and some drops come out, but that is it. Their water intake was still the same. The patient mentioned about having to get in epsom salt baths and yelling for their daughters to help them in the tub. The patient had figured out the stim was off and turned it back on.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2868p, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a little accident by their shoe shelf, in which the door knob smashed into the electrodes on their spine. It felt like someone inflated a balloon there. The patient screamed and made it over to their chair. They had ice back there. Ever since this accident, they had been having bladder spasms. They were at the point were they used one pill at night. Then they had to go from that to taking it three times a day. They were still having a lot of bladder pain. The patient use to get in the tub with epsom salt, and they hadn't done that in two years. They tried a heating pad and that didn't not work. They felt like they were giving birth with hard contractions. They were yelling to get help in tub. It was like someone sucker punched them in the stomach. When they went to stand up they had to go back down. Their daughter came and helped them get in the tub with epsom salt, and the spasms started to relax after a minute or two in the bath. The patient said before this accident their bladder spasms were perfect. Their diet was the same, but exercise has decreased. Patient services asked when the accident happened and they thought it was december 23. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B2: urinary retention, h6: code additions: see comments / results for correction involving medical review for unrelated symptoms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.